Event description:
It was reported an adverse event occurred and required additional intervention. During qualitative interviews for double-blind research, a physician noted that a patients had experienced bleeding complications after a cryoablation procedure with boston scientific iceforce needles. The physician went on to describe need for embolization as a result of the bleed. The extent of the bleeding can vary depending on the location of the organ from low-grade oozing to hemorrhagic shock. The complication required additional intervention, so the patient is transferred to an angiography suite. Arterial vascular access is used to catheterize the injured artery, and the patient is treated by injecting various types of solid or liquid agents to block the artery. Additional information has been requested through the good faith effort (gfe) process regarding the procedure, patient information, patient condition, and product details. However, additional information was not provided to boston scientific.

Manufacturer narrative:
Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the iceforce needle was completed and confirmed that the event of blood loss requiring additional surgery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported an adverse event occurred and required additional intervention. During qualitative interviews for double-blind research, a physician noted that a patients had experienced bleeding complications after a cryoablation procedure with boston scientific iceforce needles. The physician went on to describe need for embolization as a result of the bleed. The extent of the bleeding can vary depending on the location of the organ from low-grade oozing to hemorrhagic shock. The complication required additional intervention, so the patient is transferred to an angiography suite. Arterial vascular access is used to catheterize the injured artery, and the patient is treated by injecting various types of solid or liquid agents to block the artery. Additional information has been requested through the good faith effort (gfe) process regarding the procedure, patient information, patient condition, and product details. However, additional information was not provided to boston scientific.